Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found a hybrid anomaly which could drain the battery.

Event description:
This report is to advise of an event observed during analysis.